Event description:
It was reported that the device is approaching elective replacement indicator (eri) prematurely. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device is approaching elective replacement indicator (eri) prematurely. It was further reported that the device was explanted and replaced as it reached eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage pre/approaching eri (elective replacement indicator) was noted. The weekly battery voltage trend data in save to disk (B)(4) shows minimum battery equal to 2.748 to 2.653 volts between (B)(4) 2011 and (B)(4) 2011, is before device recommended replacement time less than or equal to 2.63 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) originally, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage pre/approaching eri (elective replacement indicator) was noted. The weekly battery voltage trend data in save to disk file _817000 shows minimum battery equal to 2.748 to 2.653 volts between (B)(4) 2011 and (B)(4) 2011, is before device recommended replacement time less than or equal to 2.63 volt. Subsequently, the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.